Event description:
During a planned three (3) graft procedure from a left thigh donor site needed to cover an open wound on the back of the pts head after the removal of a large skin cancer the previous week," the surgeon felt that the device calibration changed between the first harvesting and the second. He said he needed to put more pressure on the device to ensure the subsequent grafts were of the same thickness as the first site. The first graft came out as expected. The second graft was thinner than the surgeon expected. The device had not been adjusted between uses. The surgeon then requested that the blade be changed for the third graft. After the blade was changed, the graft was still thinner than expected. There was no delay in surgery and no intervention was required. There were no spare devices at the facility. No adverse event or injury was reported.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.